Event description:
Patient reported "possible rupture as implant has no shape" against left device. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: left side possible rupture as left side implant has no shape.